Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2015, it was reported that the patient experienced gastrointestinal (gi) bleeding resulting in the patient returning to the intensive care unit. The patient was transfused with (B)(6) units of packed red blood cells (prbcs). On (B)(6) 2015 the patient was readmitted and received (B)(6) units of prbcs. On (B)(6) 2015, the patient underwent a double balloon enteroscopy which confirmed two arteriovenous malformations. The patient was treated with argon plasma coagulation. Additionally, (B)(6) angioectatic lesions were noted. The bleeding reportedly resolved on (B)(6) 2015. Subsequently, the patient was discharged on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device - 9 days. A direct correlation between the device and the patient¿s reported gi bleeding could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support and no additional events have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.